Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was implanted on (B)(6) 2015. The patient did not experience any symptoms. There were no known contributing factors. A pump replacement had been scheduled, but the date was not known yet. The pump would be returned once explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional pump logs were provided from an interrogation on 2017 (B)(6) at 09:59. At this point, the patient's dose was at 114.1 mcg/day. The first recorded event is a motor stall recovery on 2017 (B)(6) at 22:39. After that, another 11 motor stalls and recoveries occurred between 2017 (B)(6) at 20:57 and 2017 (B)(6) at 22:56.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the explant date was (B)(6) 2017. The patient was doing fine after replacement. No problems post-op.

Manufacturer narrative:
Pump interrogation revealed the pump infused baclofen 1,500 mcg/ml at minimum rate of 9.1 mcg/day. Analysis revealed a pumphead pump tube integrity anomaly; unconfirmed pump tube breach. Inspection of the pump did revealed moisture and residue in the motor cavity which resulted in the repeated motor stalls. Analysis identified an area on the internal pump tube that is consistent with a breach; however no leaks were identified during the internal pump tube pressure leak test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (500.0 mcg/ml at 96.3 mcg/day) via an implantable pump for an unknown indication for use. It was reported that the prints and log files from the pump showed irregular motor stalls. It was stated that "squeaking pump from end of (B)(6) 2016." This was interpreted as the pump started experiencing motor stalls in (B)(6) 2016, as supported from the pump logs, described below. The hcp also stated that the pump was not included in the series for which a safety warning (2005 and 2011) was written. It was reported that the max period of a motor stall was 6 hours. The hcp would like to advise on replacement; it was unknown if this meant a replacement was considered or was planned/scheduled. There were no reported symptoms. No complications were reported. Pump logs were received. The first observed stall in the logs occurred on (B)(6) 2016 at 18:50, with a recovery the same date at 23:27. A total of 18 stalls and recoveries occurred in the period from (B)(6) 2016 to (B)(6) 2017. Another set of logs was received, indicating another stall occurred on (B)(6) 2017 at 15:24, with a recovery the same date at 17:02. In this log set, a total of 15 stalls and recoveries occurred in the period from (B)(6) 2017 to (B)(6) 2017.